Event description:
On (B)(6) 2011, (B)(6) identified air inside the oxygenator, be-pls 2050 (lot number 70064544). The pls system was replaced. (B)(4).

Manufacturer narrative:
(B)(4). The returned sample was analyzed in the laboratory. The sample was cleaned and disinfected prior to performing de-airing testing with bovine blood. The complaint condition could not be detected during filling and de-airing. Note: the reported event occurred when using the be-pls 2050 quadrox-I oxygenator, however a equivalent device marketed in the us is used for reporting. (B)(4).